Event description:
It was reported that the insulin pump gave the patient several motor error alarms. Troubleshooting was performed, and the drive support cap was flush. The device was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unit passed displacement, rewind, basic occlusion and prime. Unit had cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.